Manufacturer narrative:
Based on an initial investigation of the returned mask conduit, the reported complaint was confirmed. The investigation methods, results and conclusion are not finalized at this stage. When more information becomes available, a supplemental report will be submitted. Due to the lack of labelling of the returned product and an insufficient report of direct identifiers of the mask, resmed is unable to determine if the returned product is associated with the subject complaint (or with (B)(4), (B)(4)). The airfit f30i user guide provides the following warning: - ¿if there is any visible deterioration of a mask component (cracking, crazing, tears etc.) The component should be discarded and replaced.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that during the third night of use of an airfit f30i mask, the patient coughed and woke up with a plastic part in their mouth. It was reported that the plastic part from the mask conduit broke off. There was no report of medical attention or treatment required.